Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated that the seat on the commode is cracked. Reporter stated that it has pinched the end user while sitting on it. No additional information provided.